Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/19/2015. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Sixty (60) retain cartridges were tested in whole blood, I-stat calibration verification level 1. Customer complaint was not reproduced. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant po2 results on a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Date:I-stat, time:05:16, po2:45, sample:a. I-stat, 05:25, 86, b. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(6)).